Event description:
It was reported by a phone call that was received by the hot line, describing the following: "the pump was running off battery power regardless of being plugged in." "The caller stated that she "traded out the pump." There were no reported patient complications.

Manufacturer narrative:
Evaluation: per field service report, the following action was taken: new batteries were installed and the unit was functionally checked. The pump was returned to service. The old batteries are being sent back to arrow facility. Follow-up report will be filed if additional information becomes available.